Event description:
It was reported that when the device was used during a rectum resection there were no staples in the device. The case was completed with hand sutures. There were no other consequences to the patient.